Manufacturer narrative:
The device was reported as returning for investigation. To date the device has not been received. A follow up report will be submitted once the device investigation and lot history review are completed.

Event description:
During a ligamentoplasty procedure using a slotted tendon harvesting device, the patient's tendon was reportedly cut too short. It was reported that the patient's knee was repaired using a 6 mm in diameter graft and a 50 mm long arthrex endobutton device. No additional information is available.